Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer stated that the alarm occurred once the day prior and again on the day of the call. The customer's blood glucose was 530 mg/dl. The customer stated that he treated by bolusing with the insulin pump, but this did not lower the blood glucose levels. Customer stated that he gave himself a bolus without using the bolus wizard, and the blood glucose levels lowered. The customer did not observe any significant events leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.